Event description:
Additional information received reported that high density programming was successful for the patient's back pain. The patient was considering a revision if his leg pain did not get better. No date had been confirmed. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant product(s): product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they experienced a loss of coverage and change in paresthesia. The impedances were "all good", but an x-ray revealed that the lead had migrated. The patient went home with a high frequency program that "felt good." The patient had a follow up appointment scheduled to determine if the new programming was sufficient or if the leads would be revised. No surgical intervention occurred at the time of the report. The indications for use include non-malignant pain. If additional information is received, a supplemental report will be sent.